Event description:
Espe rec'd a report from the german health authorities: a pt was treated with espe's glass ionomer based cavity liner ketac-bond. After treatment the pt experienced allergic reactions in the face (redness, dandruffing). A patch test of the pt resulted in allergic reactions to components of ketac-bond. The glass ionomer lining was then exchanged by a harvard cement material. The symptoms subsided subsequently almost totally.